Event description:
Noted plastic sheet around the sonopet tip was melted; melted component was about 1 inch long from tip and located on the bottom (or 06:00 position). There was a 1mm hole along the melted part closest to the handpiece. Surgeon was informed. No harm to patient or staff.what was the original intended procedure?right frontal craniotomy for resection of tumor.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.